Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during a laparoscopic hernia repair procedure when the irrigator was being removed through the trocar, the seal inside the trocar began to fold upwards. To correct the issue, trocar was removed and replaced with a new one.